Manufacturer narrative:
(B)(4). Visual inspection of the returned item found it to exhibit signs of repeated use and have both of components 42527991001 and 42527991002 disassembled / missing. The components were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was returned missing bearings on a worn instrument claim form. There was no patient involvement.